Event description:
Screws broke while trying to insert. There was a delay in surgery (unknown how long) while another set was pulled for use.

Manufacturer narrative:
IFU states as precautions for bone screws: "incorrect alignment or fit of the screwdriver to the screw head may increase the risk of damage to the implant or screwdriver." "Excessive torque can cause the screw to fracture." The broken screws were returned and evaluated, however, unable to confirm why they broke. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. In the same procedure, 4mm screws broke, see MDR # 1032347-2008-00066.